Event description:
It was reported; the patient had plates, screws and wire implanted on (B)(6) 2010 to close his sternum. Patient came off the ventilator about 4 days after the surgery. He had some coughing and attempted to sit up. After evacuating fluid from his chest, physician ordered CT scan, which showed the dehiscence on the left hemi-sternum. A revision surgery was performed on (B)(6) 2010, where the plates, screws & wire were removed. It was noted the patient had no infection, and the right hemi-sternum was in tact.

Manufacturer narrative:
Per the physician, the plates and screws did what they were suppose to do, the patient's bone did not hold up. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.there was another plate part number implanted and explanted, see MDR 1032347-2010-00160.